Event description:
It was reported that post device change-out procedure; upon interrogation, the left ventricular lead exhibited loss of capture. The lead was programmed off. The patient¿s ejection fraction gradually declined and he developed recurrent heart failure symptoms. The patient was brought to cardiac electrophysiology lab on (B)(6) 2018 and sensing and pacing thresholds were performed. It was noted that pacing produced atrial capture; lead dislodgement was suspected. The lead was explanted and replaced. The patient tolerated the procedure well. There were no complications. The patient was in stable condition post procedure and will continue to be monitored.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.